Event description:
Information was received indicating that a smiths medical cadd duodopa pump was not disconnected by the patient during the night. The patient stated she slept all night and took her additional last night at 22:00 as normal. No adverse events were reported due to this event.